Event description:
It was reported by the rep that during a laparoscopic colon resection procedure, the surgeon was dialing down getting ready to fire the device. There was too much tissue in the device so the detachable head popped off. After the detachable head popped off, they noticed that it was not attached completely. Another device was used to complete the case with no patient consequence. One device is being returned.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.